Event description:
This systematic review and meta-analysis aimed to compare proglide/prostar (suture based vessel closure devices) and plug based suture vessel closure devices (vcds) on vascular and bleeding complications after transfemoral transcatheter aortic valve replacement (tavr), as well as on long-term mortality. Large bore access sites were used for all patients. Although there was no difference between plug-based closure devices and proglide/prostar devices in the incidence of major vascular complications, there was a trend towards higher incidence of unplanned vascular intervention in plug based vcds. The rates of unexpected surgery or endovascular intervention were similar for both groups. Additionally, there were similar rates of all cause mortality for both groups. Both the suture- based and plug-based cohorts had similar incidents of vascular complications including: major and minor bleeding, blood transfusion, acute dissection, occlusion, pseudoaneurysm, arteriovenous (av) fistula; lower extremity ischemia, access site hematoma and length of hospital stay. The proglide/prostar cohort had higher rate of device failures. Mechanism of device failures linked to the complications include suture related malfunction [unspecified suture issue], failed deployment, and incomplete apposition of vessel walls [suture malposition, failure to achieve hemostasis]. The article concluded both proglide/prostar device and plug-based suture devices had similar safety profiles. Specific patient information is documented as unknown.

Manufacturer narrative:
B3: date of event is estimated between 03/01/2020 to 03/31/2022 as this is the range of dates for the literature search criteria. D4: the UDI is unknown due to the part/lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effect of death reported in the article is captured under a separate medwatch report. The proglide device mentioned in the article is captured under a separate medwatch report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, vascular dissection, death, occlusion, pseudoaneurysm, fistula, ischemia and hematoma, and the relationship to the product, if any, cannot be determined. Additionally, a definitive cause for the reported suture malposition, failure to achieve hemostasis, failure to fire and insufficient information could not be determined. The reported surgical intervention, unexpected medical intervention and hospitalization were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.